Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419388 implantable pacing lead implanted: 2005 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient had a loss of atrial sensing intermittently resulting in ventricular sense to ventricular sense in terval, which reduced overall ventricular paced events. The lead remains in use. No patient complications have been reported as a result of this event.